Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus. The customer's allegation was confirmed. The evaluation found no new reportable findings. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint was a broken r-unit, therefore the automatic brightness adjustment does not work. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a dark image despite a correction on the tower cable. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a dark image despite a correction on the tower cable. There were no reports of patient harm.